Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer went to the emergency room (ER) with a blood glucose (bg) level of 400 mg/dl. The customer attempted to treat their bg with a bolus via pump, however, was treated with intravenous fluids of saline, insulin, and glucagon at the ER. Customer was released the same day with issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.